Event description:
It was reported that the physician was unable to place a perm lead during an implant procedure on (B)(6) 2021. As a result, the physician explanted the lead and abandoned the implant procedure.

Manufacturer narrative:
A4 patient weight added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.